Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The central processing unit (cpu-host) was received, where a visual evaluation determined that the cable within the host were not connected to their respective printed circuit boards (pcb), confirming the findings that the host module was nonconforming. The cables were reconnected. The cpu-host was installed into a calibrated vision system, where it was found to meet product specifications. The root cause of the reported event of the system shutting down can be attributed to the nonconforming central processing unit (cpu-host). The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system shut itself down prior to a cataract with intraocular lens implant (iol) procedure. A system message displayed. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event(s) were replicated. The printed circuit board (pcb) and central processing unit (cpu-host) were both replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system message (sm)¿ can be attributed to the nonconforming pcb. The root cause of the reported ¿system shut down¿ can be attributed to the nonconforming cpu-host. The manufacturer internal reference number is: (B)(4).